Event description:
It was reported that the right ventricular (rv) lead had high impedance and there was noise on the electrogram during isometric movements. It was further reported that the lead had high short interval counts (sic) and a fracture was confirmed. During the rv lead revision, the atrial lead was dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID 5076-58 implantable pacing lead implanted: 2006-(B)(6), product ID p1501dr implantable pulse generator (ipg) implanted: 2006-(B)(6), (B)(4).